Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4). The customer stated the unit is now working fine and refused to return the device for evaluation.

Event description:
In this event it was reported that a vdw connect drive device was involved with a file breakage; no injury resulted.